Event description:
It was reported that during explant procedure of this pacemaker due to normal battery depletion, the device exhibited oversensing of electromagnetic interference (emi) procedure by the electrocautery tool, leading into pacing inhibition and asystole for more than two seconds. This device was succesfully explanted and replaced. No adverse patient effects were reported.